Event description:
It was reported that an ilet insulin pump user experienced insulin leakage from the cartridge at the rubber stopper after changing supplies with a reported blood glucose of 401 mg/dl, despite reporting that the cartridge was not overfilled and the connector was not attached before filling. Clinical symptoms include nausea and dry mouth associated with hyperglycemia reported. Outcomes included no hospitalization and completion of troubleshooting and user education. Customer care provided investigative communication including counseling on replacing supplies. Investigation of this case revealed cartridge leakage at the stopper consistent with a cartridge component failure. It was concluded, based on previously established findings for similar reports, that user interaction contributed but the primary cause was a cartridge seal issue.